Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged battery door. During analysis, the reported issue was unable to be duplicated. Testing was performed and found that the device did not fail upstream occlusion high pressure calibration test and no alarm messages appeared in an event history log. The device passed all functional test. However, service recommended replace the upstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed the upstream occlusion pressure test. There was no patient involvement with no reported adverse effects.